Event description:
Rptr had numerous surgical procedures on both tmj's, (jaw joint). Rptr was implanted on both sides with christensen fossa implants. After approximately 4 mos, the left side implant pulled free from the fossa. Could visually see the implant pushing laterally out of the joint. The screws had pulled free. Rptr underwent surgery to have the implant removed. Rptr had an ear cartilage graft placed in the fossa. It has now been approximately 6 years since implantation and the right side is failing. A screw is working its way out, scraping against condyle. Rptr is currently awating insurance approval to have a procedure to have it removed. Rptr is going to be having bilateral osteotomies with rib cartilage grafts.